Manufacturer narrative:
A field service engineer (fse) was dispatched who realigned the latch spring. No further action needed by the fse the probable cause of the event was misalignment of the sorter latch spring. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015 a customer reported a sorter error with their aia-2000 analyzer. On (B)(6) 2015 a field service engineer (fse) was dispatched to address the reported event. Which resulted in delay in reporting of patient results for pth, fsh and bhcg .there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.